Event description:
The customer obtained a blood glucose reading of 45 mg/dl on a contour next one meter. Upon repeat testing within 5 minutes on a different meter, a reading of 245 mg/dl was obtained. The customer had no symptoms of hypoglycemia or hyperglycemia. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.